Event description:
It was reported that the device had locked up during testing. This reported failure was found prior to placing the device in use for the first time. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and observed a poor connection between the single board computer (sbc) assembly and the system pcb assembly. When the sbc assembly was pressed into the system pcb assembly to confirm the connection, the system pcb assembly started exhibiting normal operation. The cause of the poor connection between the boards could not be determined.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing.physio provided a replacement device for the customer.